Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 286 mg/dl on aviva system 1, 137 mg/dl on aviva system 2 within 10 minutes. Customer was using the same vial of test strips with both meters. Returning and replacing meter, strips. No adverse event reported.